Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "leakage at the plunger site when using the syringe. We use these syringes for cytotoxic drug, it is therefore a danger for us when this defect occurs. There is a device available, however contaminated with 5f-fluorouracile."

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "leakage at the plunger site when using the syringe. We use these syringes for cytotoxic drug, it is therefore a danger for us when this defect occurs. There is a device available, however contaminated with 5f-fluorouracile."

Manufacturer narrative:
Investigation summary: one photo and one video were provided to our quality team for investigation. Upon visually inspection of both the video and photo, a leak was observed between the stopper ribs. A device history review was performed for the reported lot 1905224, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1905224 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.